Event description:
On (B)(6) 2005, the pt was implanted with an ams monarc sling to treat stress urinary incontinence. It was reported that "as a result of having the monarc implanted" the pt "experienced significant mental and physical pain and suffering, has sustained permanent injury, will likely undergo corrective surgery."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.